Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle, was difficult to move. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received 2 samples from the customer facility for investigation. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. The remaining sample was examined and exhibited a deformed stopper in the barrel. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. CAPA (B)(4) has been opened to address the hub separates issue. CAPA (B)(4) has been opened to address the damaged stopper issue.